Event description:
The clinic staff alleges that during a pt treatment the machine removed too much fluid. The staff stated at about 3 hours into a 4 hour treatment the pt experienced hypotension and leg cramping. The pt received 700 cc of normal saline. The pt left the clinic 1kg below dry weight.